Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem. The following measurements were recorded at 57 months since index surgery: cobalt - 4.5; chromium - 0.8. Infection has not been diagnosed. It is also noted that the patient has mild symptoms, and is therefore considered to be asymptomatic.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck. Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem. The following measurements were recorded at 57 months since index surgery: cobalt - 4.5; chromium - 0.8. Infection has not been diagnosed. It is also noted that the patient has mild symptoms, and is therefore considered to be asymptomatic.